Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the trial leads migrated. X-rays confirmed that the leads migrated two full levels. No patient symptoms reported. Additional information received from the manufacturer representative reported that the cause of the lead migration was not determined.